Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test and self test due to blank display.

Event description:
Customer reported via phone call display anomaly on the insulin pump. Customer¿s blood glucose level was 5.7 mmol/l. Troubleshooting was performed. Customer advised they changed the battery, however the issues remained unresolved. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.